Event description:
In 2008, the lay user/reporter in the united kingdom contacted lifescan on behalf of the lay user/patient alleging the one touch ultra 2 meter was reading inaccurately low. The medical affairs specialist reviewed the technical service representative (tsr) documentation. The reporter (the patient's mother) stated that her daughter (the patient) tested on her one touch ultra 2 meter at school in the morning and reportedly obtained a result between 24 and 25 mmol/l. She allegedly took 2 units of novorapid insulin based on the result and 2 hours later at 11:30 am, the patient started to feel shaky and sick. The patient was tested again on her meter and reportedly obtained a result of 1.9 mmol/l. The reporter also stated that the patient was tested on another meter at school and the result was different but could not provide the result. The patient was given orange juice and a little bit of apple juice due to the 1.9 mmol/l result. The patient's mother was called to pick up the patient because the school said they could not get her results high enough. The patient tests her blood sugar 10 times per day and takes novorapid insulin on a sliding scale. The patient normally adjusts her insulin by a few units to compensate for high or low readings. The exact amounts were not stated. It was determined during the troubleshooting telephone call, the patient's testing technique was corrected and the puncture area was cleaned correctly. The meter was sent to the correct unit of measurement at the time of testing. This complaint is being reported because it was alleged that the patient took insulin based on a reading and then reportedly felt symptoms suggestive of hypoglycemia approximately two hours later.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.